Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), male pt, the device was charged to 200 joules and failed to discharge via non-zoll electrodes. The clinician switched electrodes to zoll electrodes and the device was again charged to 200 joules and failed to discharge. Complainant indicated that the clinician obtained another set of electrode pads and another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product for eval and this complaint is still under investigation.